Manufacturer narrative:
Initial reporter: the reported event was initially provided by the patient. Further follow-up information was received via implanting surgeon, dr. (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that after implanting the intraocular lens into the patient's right eye, a tear was noted in the haptic optic junction, requiring a removal and replacement of the lens within the same procedure. Two 10-0 nylon sutures in the figure eight pattern were used to close a 5mm temporal wound, which was enlarged from 3.75mm. It was further noted that the temporal sutures were inducing astigmatism and will be removed (B)(6) 2014. Visual acuity uncorrected for the right eye was 20/70. It was additionally noted that the lens has been discarded and is not available for evaluation.